Manufacturer narrative:
The complaint sample was not returned for evaluation. Medical information obtained indicates first treating doctor did not attribute this event to the complaint lenses. Medical records relevant to consumer's second visit with separate health care provider have been requested but not received. A review of the lot device history records concludes that the product was manufactured, packaged and released according to global and plant product specifications. Based on available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
Practitioner reported patient contacted office to report experiencing two incidents of pink eye after wearing complaint lenses. Office confirms patient was never seen or treated in their facility for either reported case. Patient was seen by separate health care providers. Information obtained from consumer indicates she was diagnosed with pink eye on two separate occasions after wearing complaint lenses for an unspecified amount of time. Health care provider reported that patient was diagnosed with unspecified acute conjunctivitis in both eyes and was prescribed gentamicin sulfate for one week. Health care provider did not attribute this event to any particular product. Consumer reported that the second time she experienced the same symptoms it was in her right eye only. She consulted with a health care provider via the (B)(4) service. Consumer reported that at that time she was prescribed an unknown eye drop. Medical information was requested from the consumer but has not been received. Consumer reports she is no longer using prescription eye drops and that her eyes have recovered.